Event description:
Urinary catheter inserted pre-op prior to postpartum tubal ligation at approx 11am. Upon attempt at removal on same date at approx 6:30pm rn only able to withdraw 2cc of fluid from balloon. Catheter cut without further deflation of balloon. Necessitated urology consult. 24 gauge spinal needle utilized to deflate balloon and catheter was removed in its entirety. No injury to pt.